Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the "upstream occlusion" alarms found within the history log, but could not reproduce it. The pump was re-calibrated to ensure continued accurate occlusion detection.

Event description:
During baxter's device evaluation, multiple occurrences of "upstream occlusion" were identified within the history log. There was no pt involvement as this was found during evaluation of the device.